Event description:
(B)(4). This was implanted at (B)(6). My doctor office was (B)(6). They paid (B)(6) for this device. I did not go back for the check appointment. My side affects are weight gain, major hair loss, stomach burning, strange acne bumps, sometimes a yellowish discharge, painful intercourse, and back pain.